Event description:
It was reported that within two weeks of implant, the device had recorded more than 1000 episodes that were indicated as atrial tachycardia, but the clinician thought all the episodes were sinus rhythm. The device rate was reprogrammed but within ten days additional episodes were collected. The atrial tachycardia detections was going to be programmed off since it was thought to be giving false episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.